Event description:
It was reported that when the programmer was plugged into the electrical outlet, a popping sound was heard and the unit would not power up. The programmer would no longer be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.